Manufacturer narrative:
Device code (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -7.5/+1.0/093 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
D4 - unique identifier (UDI)# : (B)(4), should be added to the initial MDR. Claim # (B)(4).